Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis. The patient suffered a cardiac perforation and pericardial effusion during a pvc ablation in the right ventricle. The perforation location was lateral rvot just under the pulmonary valve. An impedance spike was noticed, and the qdot micro catheter icon went outside of the fast anatomical mapping (fam) shell on the carto 3 system map. They confirmed the effusion on intracardiac echo. The physician performed a pericardiocentesis. The patient was believed to be in stable condition and was transferred to the intensive care unit (ICU). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).